Manufacturer narrative:
Correction: g3: the alert date was incorrect on the initial report.

Manufacturer narrative:
Complications reported were leakage, scrotal pain, discomfort, and numbness. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information, the article reported complications from research that occurred in france.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, following the implantation of a virtue sling, the patient experienced de novo urge incontinence (leakage) and irritative signs such as urgency. Patient was treated with vesicare 5mg 1/day. Additionally, the patient experienced scrotal pain, numbness and discomfort (burning, itching and scrotal dysesthesia). No treatment was reported.